Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The customer stated that she does not rotate the sites. Ran a fixed prime test and the insulin exited. The customer stated that she changed the infusion set two days before hospitalized, and her glucose level was high before the infusion set was changed. The customer stated that when the infusion set was removed, the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.